Event description:
It was clarified that procedure done on (B)(6) 2016 was not a routine catheter replacement, rather the first implant. The patient was not receiving any therapy and experienced increased spasticity since implant on (B)(6) 2016. The catheter was replaced on (B)(6) 2016. There were no issues related to the old catheter. The patient was reported to be receiving good therapy following catheter replacement. The indication for use was severe spasticity. The drug concentration and dosage was unknown. The catheter was expected to be returned.

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016-, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) who was receiving baclofen (unknown concentration, dose and lot number) via an implantable pump. It was reported the patient had a routine catheter replacement (B)(6) 2016; however has not had any therapy since replacement. The catheter was explanted (B)(6) 2016 and would be returned to the manufacturer. Iodine was put through the explanted catheter to see for any leaks or kind but none could be seen. A new catheter was implanted (B)(6) 2016. At the time of this report, the issue was resolved and patient status was alive; no injury.

Manufacturer narrative:
Analysis of the catheter (lot # 0210518169) found non-significant anomalies; the catheter was damaged at explant. Previously reported evaluation (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.